Event description:
During a coronary artery stenting treatment procedure, a shaft break occurred. The target lesion was located in the moderately tortuous, calcified circumflex artery (cx). The lesion was predilated with a maverick balloon of unknown size. During insertion, resistance was felt and the stent delivery shaft broke. The break occurred in a portion that remained outside the body and the shaft was easily removed. The procedure was successfully completed with poba because of the inability to cross the lesion. No patient complications were reported. The patient status is reported as `good'.